Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient was hospitalized due to possible dislodgement as it was indicated "one was halfway in" lead remains in service. No additional adverse patient effects.